Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. After trunk-ipsilateral leg (rlt261412j/14424501) and contralateral leg components were deployed, the physician elected to implant an iliac extender component (pxl161407j/11358817) distal to the ipsilateral leg of the rlt261412j. While a delivery catheter for the pxl161407j was being advanced, some resistance was met and its proximal portion was caught on the distal end of the ipsilateral leg. The rlt261412j was pushed up approximately 1cm by the delivery catheter, unintentionally covering the left renal artery. It was reported that the delivery catheter for the pxl161407j was advanced without an introducer sheath. The physician attempted to push down the rlt261412j distally with a balloon catheter, but this attempt was not successful. A bare-metal stent was then implanted in the left renal artery to maintain blood flow to the left renal artery. A final angiography revealed a small proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak.